Event description:
Rv polarity switch on (B)(6) 2023. Noted increase in rv bipolar impedance. Rv lead programmed to unipolar. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).